Manufacturer narrative:
Continuation of d10: product ID 3888-28 lot# *unkser implanted: (B)(6) 1994 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. Lead migration was reported. The battery was depleted, and there was zero stimulation. The patient had an x-ray of the lead wires. The internal nonrechargeable implant battery and system were dead. The issue was not resolved. A system replacement was planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported they hadn't used their therapy in probably 2 years due to not needing the therapy. The patient reported they turned therapy on today because they were having some back and sciatic nerve pain recently; however, the patient stated the therapy was not working very well, and they can barely feel any stimulation at all. The patient called their previous manufacturer representative (rep), who stated they were no longer with the manufacturer and gave the patient phone numbers for 2 current representatives. The patient called those numbers, but did not leave voicemails. The agent reviewed role of rep, and the patient was redirected to their healthcare provider to further address the issue.